Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pain / lack of successful therapy was considered a new onset condition and not due to product / therapy complaints. The customer discarded the lead after explant, no product issue. The onset of the therapy issue started on (B)(6) 2025. The manufacturer representative was notified of this issue on (B)(6)2025. The therapy issue did resolve with the change in leads.

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the screw did not fully insert into first electrode slot, screwdrivers strength was not enough to fully screw the electrode tight inside the implanted neurostimulator (ins). The electrode connection was checked after insertion into first slot, but screw could not be tightened fully. Electrode could be pulled out of the ins with minimal force. Screwing in the screw was tried multiple times. Another electrode slot was used during procedure, no impedance restrictions or usage problems noted. The other electrode slot was used successfully. The first slot was closed with the bore plug and normal ins functionality was confirmed. The issue has been resolved. The surgery was completed as normal. Additional information was received. Regarding the procedure on (B)(6) 2026, a subcutaneous field stimulation lead was replaced with an epidural vectris lead because the local field stimulation therapy was not successful/not sufficient. No product problems or customer issues were reported prior to this procedure, and it was the next step in pain therapy for this patient. There were no problems with the ins. The implant date was correct ¿ the ins was initially implanted on (B)(6) 2024. Revision date and implant date of the lead was on (B)(6) 2026. The cause of the setscrew not tightening all the way could not be determined. The setscrew was fastened with a bore plug covering the first ins connection and left in the patient. Information confirmed with the physician / account.